Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No further information was received.

Event description:
New information received notes that the patient was presented in the clinic for follow up. Programming changes were made to resolve the post-paced t wave oversensing (pptwos) issue. The patient was in stable condition.